Manufacturer narrative:
Missing segments/partial display not confirmed during testing. Device passed the displacement accuracy test, the sleep current measurement, active current measurement, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose level at the time of the incident was 14 mmol/l. The customer stated that the display screen of the insulin pump was flashing and solid white. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for the analysis.